Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a blurry image. The issue was found during inspection for use. There were no reports of patient harm.

Event description:
It was reported that the gastrointestinal videoscope screen came out foggy, making it difficult to confirm the lesion.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to initial emdr. This report was sent in error screen lens blur would not cause or contribute to a death or a serious injury if it were to recur. Updated fields: b5, h2, h11 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.